Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant using a 9f amplatzer trevisio delivery system. The defect measured 14x3. Subtle leak through the device was observed and the mis-sized occluder was removed prior to release from the delivery cable. A new 30mm amplatzer cribriform occluder was selected for implant. During placement, "large force" was applied to the distal disk of the occluder upon the septum with significant traction during deployment of the right atrial disk and the left atrial disk became disfigured, deforming with a bulbous deformation. The occluder had interaction with the intra-atrial septum. No angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable and removed from the patient. It was replaced with a 25mm non-abbott septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and no clinically significant prolonged procedure time was reported. The patient was reported to be doing well.

Manufacturer narrative:
An event of device deformity could not be confirmed. One image received appeared to show one disc to be in bulbous shape. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that the occluder had interaction with the intra-atrial septum. No angulation/kink noticed in the delivery system. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.